Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 400 mg/dl at the time of incident. The customer reported the symptoms related to their high blood glucose that they started throwing up. Troubleshooting was not done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. No unexpected hazing screen, missing segments or partial display noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.